Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report. It has been updated accordingly. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that milling machines cannot be inserted to the handpiece. Per service reports, this complaint can be confirmed. It was found during evaluation that the burr does not fit because of wrong o-ring installed on the device. The device was modified as per the specifications of the manufacturer, tested and found to be fully functional. Given the information provided, we cannot discern a definitive root cause of the installation of the wrong o-ring on the device. A manufacturing record evaluation was performed for the finished device serial/lot number ((B)(6)), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the affiliate in slovakia that during an unknown procedure on an unknown date, it was observed that the milling machines could not be inserted into the handpiece device. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.